Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2008, a patient was treated with a gore excluder aaa endoprosthesis contralateral leg component. The gore device was used within a previous open surgically implanted aorta bi-fem graft. There was a pseudo aneurysm distal to the graft. The physician wanted to implant the contralateral leg component device within the aorta bi-fem graft, extending through the pseudo aneurysm, after coiling the left internal iliac. The device was successfully deployed. Upon withdrawal, the delivery catheter broke. The olive on the distal end of the catheter and portions of the catheter separated from the proximal portion of the delivery catheter. The remaining portion of the delivery catheter was retrieved successfully inside the 12fr sheath adn removed without incident. The patient is in stable condition. The physician believes that the cause for the broken delivery catheter was possibly due to kinking of the artery, anastomosis of the aorta bi-fem graft, and ridges on the aorta bi-fem graft.